Event description:
It was reported that a clearlink system continu-flo solution set leaked. The leak was further described as ¿medicine drops noted to be coming out of the nearest to the patient y site connector¿ (clearlink valve). The issue was identified during patient infusion with pembrolizumab. The pump was stopped and tubing was removed to resolve the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial the device was discarded, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.